Event description:
It was reported that, during the optimization of this subcutaneous implantable cardioverter defibrillator (s-ICD) only pass on secondary vector with the patient sit. There were three attempts of induction without success and the physician advance to manual shock because patient enter in atrial fibrillation (af). The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, during the optimization of this subcutaneous implantable cardioverter defibrillator (s-ICD) only pass on secondary vector with the patient sit. There were three attempts of induction without success and the physician advance to manual shock because patient enter in atrial fibrillation (af). The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient came to the first presential follow up and did not pass on auto setup in any vector. It was mentioned that during implant the physician did not have the information that the patient did an alcohol septal ablation for obstructive hypertrophic cardiomyopathy, and it is suspected that is the reason on the change on voltage and morphology. Subsequently, the physician said that because of this procedure the patients risk of sudden death decreased and turned off the s-ICD. The physician will assess whether to move on to implantable cardioverter defibrillator (ICD) or keep the patient without an ICD. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, during the optimization of this subcutaneous implantable cardioverter defibrillator (s-ICD) only pass on secondary vector with the patient sit. There were three attempts of induction without success and the physician advance to manual shock because patient enter in atrial fibrillation (af). The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient came to the first presential follow up and did not pass on auto setup in any vector. It was mentioned that during implant the physician did not have the information that the patient did an alcohol septal ablation for obstructive hypertrophic cardiomyopathy, and it is suspected that is the reason on the change on voltage and morphology. Subsequently, the physician said that because of this procedure the patients risk of sudden death decreased and turned off the s-ICD. The physician will assess whether to move on to implantable cardioverter defibrillator (ICD) or keep the patient without an ICD. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this patient had a clinical event requiring an ablation with low signal amplitude afterwards. This s-ICD remains in service. No additional adverse patient effects were reported.